Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had rebooted intermittently multiple times without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a review of the pump¿s black box history showed that multiple unexplainable pump reboots were recorded on 03/03/2014. The battery compartment was found to be cracked below the grip pad. The battery cap was able to be fully secured to the pump. No power loss was observed during investigation. The battery cap contact height and width measurement s were found to be within the required specifications. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no pump reboots, power losses, or call services alarms occurring. The pump case was removed and no evidence of damage or moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the pump losing power intermittently without user intervention was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.